Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. Usage of device updated

Event description:
It was reported that the drill bit broke off in the patient, per initial report piece was not removed from the patient. A backup device was available to complete the procedure. No injuries were reported.